Event description:
It was reported by the customr that the device powers on, but then immediately it turns itself off. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.